Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 25-feb-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis regarding the prograsp forceps instrument: the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. A common cause of a frayed cable is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the prograsp forceps had a frayed, loose cable stuck to the intestine causing an unspecified injury to the intestine. There was also an unspecified fragment that fell in the patient which was retrieved during the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and the patient¿s intra-operative complication cannot be determined. Isi has not received the instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site system logs found no observed events that would suggest a product issue, and logged events are in line with normal system functionality. Images and video clips associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the prograsp forceps instrument had a frayed and loose cable stuck to the intestine causing an unspecified injury to the intestine. The type and severity of the injury to the intestine is unknown. There was also a fragment that fell inside the patient but was retrieved during the same procedure.